Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that patient was hospitalized for three days on (B)(6) 2024 due to hyperglycemia. The blood glucose level was 480 mg/dl at the time of event and the patient got treated with IV insulin. Patient was felling unwell at the time of event. Ketone level was 4. No further information was available.